Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went through the fill tubing process and did not observe insulin coming from the end of the tubing. The customer loaded a new cartridge and infusion set and was able to resume insulin delivery. There was no impact to blood glucose (bg) level.